Manufacturer narrative:
On april 1, 2021, mentor became aware that patient had an explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sal smooth rnd diap 325cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had an area of shell abrasion on the posterior view. Additionally, a tear was noted within the shell abrasion, measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 325cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.